Manufacturer narrative:
(B)(4). Additional information received: the surgeon expressed his concern for what he believes is a new behavior of staple lines observed. He stated that in the past, the staple lines looked nice and parallel. Now the ¿feet¿ of staples seem to be in random trajectories when the staple line is turned over and inspected. The surgeon was asked when he first noticed this issue and stated for months. It was confirmed that the surgeon waits 15 seconds for adequate tissue compression prior to firing. This can possibly help minimize the chances for this to occur.

Manufacturer narrative:
(B)(4). Date sent 7/23/2019. Date of event is unknown. Batch # unknown. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during unknown bypass/sleeve procedures, the surgeon has seen the staples angled towards each other not in the parallel pattern occasionally over the last two months or so. There were no patient consequences.